Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR} review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases were in excellent condition. No visible contamination. Cracked on top of right plunger case. Primary audible alarm post found in event history log (ehl) and auxiliary control unit (acu) watchdog failure found in ehl as sympathy alarm to primary alarm. The technician performed power up process and was unable to duplicate customer's reported issue. The root cause of the reported issue was unable to be determined. Flex cable from interconnect board to main board was secured and glue was intact. Replaced speaker as preventive measure. Power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the auxiliary control unit (acu) watchdog occurred. No patient injury was reported.